Manufacturer narrative:
Customer reported that plunger holder was not detecting syringe. Device was in good condition with no appearance of any physical damage. Syringe plunger was not in place. Performed syringe test and plunger sensor test. Plunger was broken board and plunger board broken off from glued. Unable to determine the cause of the problem. Performed pm maintenance and all functional testing and replaced plunger board.

Event description:
It was reported that the plunger holder was not detecting the syringe. No patient injury was reported.

Manufacturer narrative:
Customer reported that plunger holder was not detecting syringe. Device was in good condition with no appearance of any physical damage. Syringe plunger was not in place. Performed syringe test and plunger sensor test. Plunger was broken board and plunger board broken off from glued. Unable to determine the cause of the problem. Performed pm maintenance and all functional testing and replaced plunger board.

Event description:
It was reported that the plunger holder was not detecting the syringe. No patient injury was reported.